Event description:
It was reported that, "doctor attempted to use the stem inserter to insert the stem, it appears that the outer ring of the stem inserter has been damaged and will not fit into the stem."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.